Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported the luer lock has become disconnected from the tubing. Patient stated she noticed the issue when her blood glucose became elevated to 309 mg/dl; was able to self-treat. No adverse event reported. Infusion set has been discarded; no product will be returned.